Event description:
Information received notes that the patient complained of "symptoms". Measured battery data was 2.28v and 28.1 kohms impedance and interrogation revealed an rrt message. The next day, battery readings were 2.76v and 2.69v with impe- dances of 29.9 kohms and 29.1 kohms. The patient was in normal sinus rhythm and not pacemaker dependent. A subse- quent follow-up again gave an rrt message. The patient was not ready for replacement, so monitoring will continue.